Event description:
It was reported on (B)(6) 2019 information from account regarding pump return status. The pump was not received, and it was reported that there was no autopsy performed nor pump explant. The patient gender is male. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a specific cause for the reported events could not be conclusively determined through this evaluation. A direct correlation between the reported events and heartmate 3 lvas, could not be conclusively established through this evaluation. The account communicated that the patient was febrile to 41.5 c and was pan cultured with an infectious disease consult. The patient was treated with broad spectrum antibiotics and arctic sun for cooling. The patient experienced supraventricular tachycardia with hypotension requiring norepinephrine and vasopressin in addition to epinephrine. The patient continued on amiodarone, lidocaine, procainamide with junctional tachycardia and atrial fibrillation with rapid ventricular response. Heartmate 3 lvas was not explanted for evaluation. The relevant sections of the device history records for lvad pump were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hm3 lvas IFU lists infection, cardiac arrhythmia, renal dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system; however, it should be noted that the account reported there were no device or therapy issues associated with the patient outcome and the device operated as expected. Care instructions in regard to preventing infection are provided in various sections of this IFU. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 7 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient expired due to febrile and in distributive and cardiogenic shock with high wbc count; d-diff and renal failure requiring hd. There were no device or therapy issues associated with the outcome. Per vad coordinator, there was nothing obvious by way of alarms, strange behavior, or any unique values. The device operated as expected and will be returning for evaluation. No further information was provided.